Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that a black plastic-like deposit, approximately 2mm in size, was found in the sterile packaging of thal-quick chest tube set. The issue was found during inventory; there was no patient involvement. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One sealed/unused thal-quick chest tube set was received. A small black particle was found to be inside the sealed tray. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. A database search did not identify any other complaints associated with the reported device lot. An expanded DHR review was performed. Additional lots of the same rpn which were produced within the month of the reported lot were reviewed. Two additional lots were found. No related complaints or related non-conformances were noted from these lots. Compiling this information, there is no evidence of additional nonconforming product in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_thal_rev11] ¿thal-quick chest tube sets and trays,¿ provides the following information to the user related to the reported failure mode: ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the returned device indicates the device was manufactured out of specification. However, review of the dmr, product IFU, and DHR suggests that there are no additional nonconforming devices in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be a manufacturing-related deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a black plastic-like deposit, approximately 2mm in size, was found in the sterile packaging of thal-quick chest tube set. The issue was found during inventory; there was no patient involvement. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1-customer:person: phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.